Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device is not running smoothly. There was no patient harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was not flush with the master blade and the calibration was not in limits when set to the 0, 20 or 30 readings 8. The device did not pass visual inspection. The lever etching was not present on the device. The device needs an aged repair, waiting on customer decision. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.